Event description:
During a follow-up, the device was found to be in backup operation. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was in stable condition.